Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) recycled power cleared and explained alarm. The tsr informed the hp to press stop when disconnecting from machine in future to avoid having machine go into drain. The tsr referred the hp to their peritoneal dialysis registered nurse (pdrn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by ending therapy for the night on the cycler and finished with manuals. The hp confirmed that he did not hit stop when he disconnected. The hp was in dwell and did not return in time. Per hp, there were no defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was related to use error - patient disconnected from set. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A labeling review found the labeling to be adequate for the use/user error identified in this incident.